Event description:
This case pertains to a pediatric patient reported to have been hospitalized for diabetic ketoacidosis (dka) approximately one week prior to (B)(6) 2026. At the time of the event, the patient was reported to be using omnipod introductory kit pods. According to information documented in internal case records, the patient¿s healthcare provider reviewed glooko data and observed an increase in blood glucose levels prior to hospitalization. No specific product issue was confirmed, and any association between the glucose trend and device use was speculative in nature. An insulet representative subsequently spoke directly with the patient¿s parent, who denied any issues related to pod placement or pod dislodgement. The parent reported that the patient had been ill with a cold at the time of hospitalization. The parent further stated that, since discharge, the patient has been doing well without ongoing concerns. Multiple details related to the medical event could not be confirmed. Specifically, it could not be determined whether the patient was wearing the pod at the time medical attention was sought, the exact date medical attention was sought, the length of hospitalization, discharge date, glucose values at the time of the event, symptoms experienced that prompted medical attention, diagnosis beyond dka, or specific treatments provided. Multiple good-faith outreach attempts were made without success. A supplemental report will be provided if new information is received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.